Event description:
It has been reported that acetabular insert would not "snap" into the cup - insert would pop out during trial reduction. Opened a 10 deg insert which snapped in with no problem. There was no adverse consequence for the pt.